Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis. The customer's blood glucose reading was 450 mg/dl at the time of the event. Troubleshooting was performed, and the insulin pump was programmed correctly. The prime and high pressure tests passed. The infusion set's cannula was bent against the customer's skin at the time of the event. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.